Manufacturer narrative:
The customer technical specialist (cts) provided troubleshooting assistance over the phone. The customer confirmed that they replaced ise buffer syringe, recalibrated ise and reran quality control and patient samples and obtained results which were considered correct by customer. The issue was resolved and customer is satisfied. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4)

Event description:
The customer reported generation of erroneous high patient results including sodium (na), potassium (k) and chloride (cl) with high anion gaps on their au680 clinical chemistry analyzer with ion selective electrode (ise) (pn b12188, sn (B)(6). There was no report of injury, death, or delay/change in patient treatment associated with this event. The customer did not provide patient data or patient demographics.